Manufacturer narrative:
Correction: a4 - the patient weight should have been 170 pounds rather than 175 pounds. Correction: e1 - the reporter's name should have been (B)(6) rather than (B)(6). The reporter establishment name should have been (B)(6) center rather than (B)(6). The reporter address should have been 20333 n 19th ave ste 200 rather than 19636 n 27th ave ste 106. The reporter zip code should have been (B)(6) rather than (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the right lead and ipg was replaced to address the issue.

Manufacturer narrative:
Date of event and patient weight is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced uncomfortable stimulation. X-ray imaging revealed migration of the right lead. Additionally, it was reported that the patient¿s ipg had reached end of life. As a result, surgical intervention may be undertaken to address the issue.